Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low troponin t hs stat results for two samples from one patient. Sample 1 (15.00) result was 17.16 pg/ml with a data flag. Sample 2 (19.00) result was 16.87 pg/ml with a data flag. All the results were reported outside the laboratory and were considered to not be consistent with the patient's condition. Sample 1 repeat result was 771.8 pg/ml with a data flag. Sample 2 repeat result was 833.7 pg/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 245180. The expiration date was provided as "09/2018". Review of the provided qc data did not indicate any issue. The analyzer alarm trace contained an error message indicating liquid level detection error. The field service representative found the probe was leaking. Analyzer performance testing was completed. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.